Event description:
The pt vomited during feeding. The hospital confirmed by endoscope that the dome was placed in the abdominal cavity. This incident occurred after placement. The placement of the dome was confirmed per the procedure. The pt is tube fed only. The device was in place for 42 days. The endoscopy was done because of the vomiting. (The stress to the stomach during vomiting may have been the cause of the dome dislodging from its proper placement). The device was replaced with an unknown competitors brand.